Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the ti powerport low profile products that are cleared in the us. The pro code and 510k number for the ti powerport low profile products is identified. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one guidewire in guidewire hoop with guidewire straightener, one introducer needle with protective tubing with loaded onto the guidewire were returned for evaluation. Functional, gross visual, microscopic and dimensional evaluations were performed. The investigation is confirmed for the identified fracture issue as cracks were noted on the proximal end of the introducer needle hub. However the investigation is inconclusive for the reported difficult to remove issue as the exact circumstances at the time of the reported event are unknown and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during port placement, the guidewire allegedly difficult to remove. There was no reported patient injury.